Event description:
It was reported that the 9800 system intermittently had a loss of image during a demo workshop. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and video controller board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.